Manufacturer narrative:
Follow-up #1: date of submission 12/15/2015 device evaluation: the device has been returned and evaluated by product analysis on 12/03/2015 with the following findings: the last basal delivery was on (B)(6) 2015 and the last bolus delivery was on (B)(6) 2015. The pump was exercised for the 24h duration test with no errors, alarms or warnings during that time. The bolus totals in the bolus history were consistent with the bolus totals in total daily dose (tdd) history at the time of reported issue. A 10 unit audio and 10 unit normal bolus were completed and both were accurately recorded in the pump bolus history and tdd history correctly showed 20 units. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 422 mg/dl with trace ketones and signs and symptoms of dehydration associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the bolus totals did not match. The basal delivery totals in the total daily dose matched the active basal program and the basal history matched the active basal program settings. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to the alleged inaccurate delivery issue.